Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as the patient made a mistake and hung the pd bag on the wall, however, there was no specific break in aseptic technique identified, therefore, the cause of the peritonitis is unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injections of reflin (intraperitoneally (ip), 1 gm, once a day) and injections of amikacin (ip, 125 mg, once a day). The outcome of the peritonitis event was not reported. At the time of this report, extraneal therapy was ongoing and it was not reported if dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.